Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports that they were examined by their dentist. Their dentist states, upon examination it does not appear that the patient's gum recession issue was taken into account. In addition, the aligners were overextended and were impinging on their gums, causing bleeding. Aligner treatment stopped.